Manufacturer narrative:
(B)(4). Batch # r5a84v. Investigation summary: the analysis results found that one ec45a device was returned with the closing trigger broken and the anvil bent upwards and with a gst45w reload loaded on the device. The reload was received partially fired 1/2. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic cystectomy the doctor was trying to staple a white reload across tissue with the stapler and the device locked out. The doctor was not able to troubleshoot because the firing handle would not open all the way to allow him to press the red button and successfully reverse the knife blade. Since the device would not open, the doctor had to open a new stapler and transact tissue around the malfunctioned stapler to remove it. There were no patient consequences reported.